Event description:
I am on a medtronic 780g insulin pump and continuous glucose monitor. I switched to their instinct cgm in january, and since then I have had more hypoglycemic episodes in the last 5 weeks than I have in the last 2 years. I have had type 1 diabetes for 20 years and never experienced a life threatening low or had to use my glucagon until switching to this sensor. I passed out from a low blood sugar and was taken to a hospital for stabilization. Upon looking into it, I am not the only one who has had issues with these instinct sensors. Medtronic and abbott are issuing sensors that have not undergone quality control, multiple people have died from this, I could have literally died, and medtronic is doing nothing about it. They continue to ship out these sensors. This is horrifying that I have to rely on such poor technology that is now putting my life at risk. Since the hospitalization I have quit using these sensors. Someone needs to stop medtronic and abbott from continuing to ship these sensors to people.